Event description:
It was reported that a catheter issue occurred. The 40-50% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the non-boston scientific guidewire twisted around the distal end of the ivus catheter. The physician could not get the ivus catheter to retract back into the guide catheter. The physician had to retrieve the guide catheter out of the patients body with the ivus catheter altogether, and the ivus catheter was retrieved intact. The procedure was completed without any other complications, and no patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. The device was returned with the procedure introducer and imaging widow entangled with the guide wire stuck on the floppy end. Microscopic inspection revealed the imaging window was twisted and entangled and the guide wire stuck on the floppy tip.

Event description:
It was reported that a catheter issue occurred. The 40-50% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the non-boston scientific guidewire twisted around the distal end of the ivus catheter. The physician could not get the ivus catheter to retract back into the guide catheter. The physician had to retrieve the guide catheter out of the patients body with the ivus catheter altogether, and the ivus catheter was retrieved intact. The procedure was completed without any other complications, and no patient complications were reported.